Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while the drug leaked from the snaplock and could not be used properly. The catheter was removed and replaced. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the snaplock adapter and the epidural catheter with no relevant findings. The customer reported there was a leak from coming from the catheter or snaplock. The customer returned one opened kit. The snaplock adapter and epidural catheter were removed from the received kit. The snaplock adapter and catheter were returned still sealed in the pouch. The pouch was opened and the snaplock adapter and catheter were removed and visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned epidural catheter revealed the returned catheters appears typical with no observed defects or anomalies. A functional leak test was performed per mrq 000017 section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock other remarks: adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected coming from the catheter or snaplock adapter. The reported complaint of medication leaking from the catheter or snaplock adapter could not be confirmed based on the sample received. A device history record review was performed on the snaplock adapter and epidural catheter with no evidence to suggest a manufacturing related cause. The returned sample passed a functional leak test. There were no functional issues found with the returned sample.

Event description:
It was reported that while the drug leaked from the snaplock and could not be used properly. The catheter was removed and replaced. There was no patient injury.